Event description:
Spindle/improper form: filter deployed with spindle formation, by end of the procedure the dome had not formed. Legs formed fine and adhered to wall. Follow-up films expected, but not necessary since migration is not a concern since legs implanted.